Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of inflammatory nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that patient was injected with [unspecified] juvéderm® voluma¿ and an [unspecified] juvéderm® volift¿ in dark circles two months ago. After the injection, patient ¿had an attack of arterial hypertension (deemed not related to the device)." At unspecific time later, patient developed ¿very inflamed, painful, red and hot and locally swollen¿ and ¿inflammatory nodule¿ at the injection site. Patient treated by massaging nodules 3-4 times a day. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00332 (allergan complaint #(B)(4)). This MDR is being submitted for the suspect product, juvéderm® voluma¿.